Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 a physician reported that the patient suffers from an infection at the stoma site, which is very painful. Crp of 166. Intravenous antibiotic therapy was started. On (B)(6) 2020 it was reported the patient was leaving the hospital that day and transferring to the rehabilitation clinic. The patient will continue to receive antibiotics for the stoma site infection. The infection is better but has not yet recovered.